Event description:
Hospital advised that the event occurred on channel c. Channel c was set up to infuse midazolam in the drug rate calculation mode. Biomedical engineering suspects that the unit was incorrectly set up in this mode. There was no known patient consequence.